Event description:
It was later clarified that troubleshooting for high lead impedance was performed on the old generator. The pin was re-inserted and visualized past the setscrew connector block. This resolved the high impedance seen with the old generator. The surgeon then elected to prophylactically replace this generator as the battery life was getting lower.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was scheduled for a full revision for high lead impedance. It was later reported that only a battery replacement had occurred. Pin re-insertion and visualization of the pin past the setscrew connector block was confirmed in the operating room, and all issues resolved. It is unknown whether this troubleshooting was performed on the old or new generator. No other relevant information has been received to date.